Event description:
The haptic of the lens bent while inserting into the pt's eye using the delivery device. The lens was removed and replaced with no pt injury.

Manufacturer narrative:
See MDR 1920664-2007-00588 for delivery device used with this lens.